Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their pd treatment. Prior to discovering the fluid leak, it was reported that an ¿m31 air detected in cassette¿ warning had occurred during fill 1 of 5. The patient was unable to bypass the alarm, so they shut down the cycler to begin the process of restarting treatment. When the patient removed the cycler set from the cassette door, fluid leaked out. The patient estimated the volume of fluid that leaked out to be less than a quarter of a cup. The back of the cassette was covered in moisture, but the patient didn't notice any visible pinholes on the film. The patient was not sure where the leak was coming from exactly. The patient contacted their pd nurse who advised them to do a flush. The patient then reported the event to technical support (ts). Ts advised the patient to allow the cycler to dry out by waiting 24 hours before using the device again. The patient resumed treatment on the cycler the following night. The patient confirmed being trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics. The patient also provided their pd nurse with a drain sample to be sent out for testing. As far as the patient knew, the results were found to be negative for peritonitis. The cycler set that leaked was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their pd treatment. Prior to discovering the fluid leak, it was reported that an ¿m31 air detected in cassette¿ warning had occurred during fill 1 of 5. The patient was unable to bypass the alarm, so they shut down the cycler to begin the process of restarting treatment. When the patient removed the cycler set from the cassette door, fluid leaked out. The patient estimated the volume of fluid that leaked out to be less than a quarter of a cup. The back of the cassette was covered in moisture, but the patient didn't notice any visible pinholes on the film. The patient was not sure where the leak was coming from exactly. The patient contacted their pd nurse who advised them to do a flush. The patient then reported the event to technical support (ts). Ts advised the patient to allow the cycler to dry out by waiting 24 hours before using the device again. The patient resumed treatment on the cycler the following night. The patient confirmed being trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics. The patient also provided their pd nurse with a drain sample to be sent out for testing. As far as the patient knew, the results were found to be negative for peritonitis. The cycler set that leaked was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample was returned to the manufacturer for evaluation. The sample, identified as product code number 050-87216, was not returned in its original packaging. Therefore, the lot number could not be determined. As the complaint sample was being disinfected and prepared for analysis, a tear was found on the cassette film. The sample was visually inspected according to established investigation procedures. During the visual inspection under a microscope, a tear was found in the cassette film. No damage was observed on the cassette¿s hard plastic. There are several ways this kind of damage may occur: the pump door is sharp and closes unexpectedly during set up, there is stress/strain on the film during teach pump when the mushroom head is fully extended against the cassette dome (especially with a large misalignment between the cassette and pump), there is a finishing problem due to a sharp point created or cassette damaged mechanically, or damage to the product occurs during shipping. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The investigation into the complaint was able to confirm the reported event.